Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 340 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as being dehydrated. The customer was wearing the insulin pump during the incident. The customer reported pump physical damage on the keypad. Troubleshooting was not completed but the pump passed a self test and a displacement test. The customer got an insulin flow blocked alarm as their reservoir was empty. The customer had been sick with a virus all weekend. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm noted during testing. (B)(4).